Manufacturer narrative:
Review of instrument results files: negative reactions in wells ctrl rh, anti-a, anti-b and anti-d interpretation of the result was o negative. Compared to the other results of the batch, the negative results show a weak cell suspension. Immucor technical support explained to customer that weak red cell concentration could be due to a low hematocrit from donor or a short sample. Per echo operator manual, at least 250ul of packed red blood cells need to be present in a sample tube to ensure that the probe picks up red blood cells and not plasma (only for those assays that require red blood cells). Customer repeated the test with a new suspension of red blood cells on the echo which resulted a positive as expected.

Event description:
On (B)(6) 2016 a customer reported a grouping mismatch on the galileo echo. The unit should have been type a positive, but resulted as o negative.